Event description:
Boston scientific greenfield filter did not deploy. Surgeon placed a second greenfield filter and then retrieved the under deployed greenfield filter with the same snare. MFR notified and came down to speak with our risk mgmt and the surgeon. Had potential for serious adverse event.